Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02439, -02440, -02441. This report will be updated when investigation is completed.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.